Event description:
Follow-up information revealed the patient was seen by the physician and the site was cleansed. Additional information revealed the issue has resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient presented to the emergency room (ER) on (B)(6)2019 due to discharge at the ipg site and fever. It was stated the patient had fallen on the ipg site about 2 weeks ago. Reportedly, the patient was treated with antibiotics. It was also determined the fever was caused by an issue unrelated to the scs system. No interventions are planned at this time. However, the patient will follow-up with the physician as the next course of action.